Manufacturer narrative:
Technical services was not able to provide additional information when reviewing the patient latitude information. At this time there has been no change to lead.

Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances on the right ventricular lead. An increase in pacing thresholds was also noted. Reprogramming took place and another follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This case was discussed by technical services and additional questions were required for a complete analysis of this case. Technical services discussed possible indication for this case as well as troubleshooting. Additional information from the rep was provided which noted that the pacing impedances were stable at implant and have gradually increased overtime. In addition, the pacing thresholds had also increased but it was not possible to determine of this change was acute or chronic. The sensing and shocking impedances were stable. Technical services discussed reviewing the patients data in latitude to further determine the root cause of this case. At this time the right ventricular lead remains implanted.

Manufacturer narrative:
Upon additional information, this investigation will be updated.